Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing which caused inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.